Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had beep anomaly. Customer's blood glucose was unknown. The customer stated that he has hard time hearing the pump when he is a sleep. Customer stated the alert type in the pump is set to vibrate. Customer stated they are having trouble hearing the beeps. Customer doesn't wish to change the alert type to vibrate. The customer was assisted in performing self-test and test passed. Customer stated the pump did not vibrate during self-test. The customer was advised to monitor pump.